Event description:
A malfunction was reported on the customer's insulin pump with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections and backup insulin until the replacement pump arrived.